Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical: stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat #: 00700007270, lot #: 65550395, 72mm cup size revision shell. Cat #: 00662406525, lot #: 65959931, bone screw self-tapping 25 mm length 6.5 mm dia. Cat #: 00662406550, lot #: 63445353, bone screw self-tapping 50 mm length 6.5 mm dia. Cat #: 00662406520, lot #: 66024209 ,bone screw self-tapping 20 mm length 6.5 mm dia. Cat #: 00662406515, lot #: 65871275, bone screw self-tapping 15 mm length 6.5 mm dia. Cat #: 00625006535, lot #: k241829, bone screw self-tapping 6.5 mm dia. 35 mm length. Cat #: 00625006530, lot #: j7488880, bone screw self-tapping 6.5 mm dia. 30 mm length. Cat #: p0463058, lot #: 0001641722, avan cmntd shell ss 58mm. Cat #: p0561e58, lot #: 0001683700, avan e1 insert 28 s 58. Cat #: 650-1158, lot #: 3168329, delta cer fem hd 28/0mm t1 unknown ncb plate. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 month later due to a greater trochanter fracture. Attempts have been made and no further information has been provided.